Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi has received the mtm involved with this complaint to perform failure analysis; however, the evaluation is still in progress. A follow-up MDR will be submitted when the device has been evaluated and/ or if additional information is received. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by a clinical development engineer (cde). The following additional information was provided: it appeared that the left mtm drifted slightly after being taken into following and then released.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the gravity compensation for the left master tool manipulator (mtml) was reported as not working properly. However, this did not affect the system¿s functionality. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mtml experienced intermittent issues with gravity compensation while the surgeon's head was inside the high-resolution stereo viewer. The mtml was replaced after the procedure to resolve the issue. No patient injury occurred, and the surgery was completed using the same da vinci system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) to perform failure analysis. Upon visual inspection, the mtm2 was installed onto a golden system where the error was triggered indicating fault on the axis 5 replicating the reported event. The mtm2 was then installed onto a surgeon function test platform (sftp) where power up was found to be failing on the axis 5. Once testing was completed, the axis 5 motor was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, it was concluded that the axis 5 motor was the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.